Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had bilateral pulmonary emboli and could not be anticoagulated due to a previous perfuse gastric bleeding ulcer; therefore, the decision was made to place a vena cava filter. The right common femoral vein was entered with a micropuncture needle under ultrasound guidance and a 6 french sheath with an infusion tip was advanced over a guidewire and positioned at the caval bifurcation. A cavogram was performed demonstrating no luminal thrombus or aberrant anatomy. The catheter was then advanced to the infrarenal ivc and the filter was successfully deployed in the ivc immediately below the level of the renal vein. The sheath was removed and hemostasis was obtained with digital compression. Approximately two years six months post filter deployment, a CT scan was performed and demonstrated the filter in place with two of the limbs passing through the medial wall of the ivc. One limb passed just behind the aorta and the other limb passed just anterior to the aorta. There was no bowel obstruction or intraperitoneal free air. Approximately seven years three months post filter deployment, a lumbar spine x-ray was performed and demonstrated two filter limbs that may be detached projecting cephalad and posteriorly seen on a previous CT scan. The filter had migrated in comparison to the original placement but similar when compared to a previous CT scan. Image/photo review: only MRI images of the right shoulder were received. Based on the images provided, it can be confirmed the vena cava filter was not located in the patient's right shoulder. Conclusion: the device was not returned. No images of the vena cava filter were received. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins for history of pulmonary emboli and contraindication to anticoagulants due to a previous perfuse gastric bleeding ulcer. Approximately two years and six months after deployment, a CT scan allegedly demonstrated two filter limbs extending beyond the medial wall of the ivc. Approximately seven years and three months after deployment, a lumbar spine x-ray allegedly demonstrated two limbs projecting cephalad and posteriorly. It was noted that the limbs may be detached and that the filter migrated when compared to the original placement. Based on the medical record review, filter migration and limb perforation can be confirmed. The investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. No known device problem (originally reported). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two years six months post vena cava filter deployment for contraindication to anticoagulation, a CT scan demonstrated two filter limbs passing through the ivc wall near the aorta. Approximately seven years three months post filter deployment, a lumbar spine x-ray demonstrated filter migration with two possibly detached limbs projecting cephalad and posteriorly seen on a previous CT scan. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation review: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, the filter was not located in the right shoulder. Therefore, based on the image review, the investigation is inconclusive for the alleged deficiencies as there is no objective evidence provided. Based on the medical record review, approximately one year and seven months post filter deployment, computed tomography angiography (cta) revealed the pulmonary arteries and showed no filling defects and there was no evidence for pulmonary embolus. After ten months and twenty six days later, computed tomography (CT) revealed an inferior vena cava filter was seen in place and two of the limbs of the inferior vena cava filter were passed through the medial wall of the inferior vena cava. Approximately two years and eleven months later, chest x-ray revealed an inferior vena cava filter and no evidence of acute cardiopulmonary disease. After one year and nine months later, lumbar spine x-ray revealed two of the filter limbs of the inferior vena cava filter were projected cephalad and posteriorly. It was noted that the limbs may be detached and that the filter migrated when compared to the original placement. Subsequently one year and seven months later, lumbar spine x-ray revealed there was mild/moderate facet arthrosis at l5, and a stable inferior vena cava filter was present. Therefore, the investigation is confirmed for filter migration, material deformation and perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4,h6(device: 2976). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient bilateral pulmonary embolism and contraindication to anticoagulation. Approximately two years and six months post vena cava filter deployment, a computed tomography (CT) scan demonstrated that the filter detached and filter limbs perforated. Approximately seven years and three months post filter deployment, a lumbar spine x-ray demonstrated that the filter migrated with two possibly detached limbs projecting cephalad and posteriorly seen on a previous computed tomography (CT) scan. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced leg, back, stomach, spine, and chest pain. The current status of the patient is unknown.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two years six months post vena cava filter deployment for contraindication to anticoagulation, a CT scan demonstrated two filter limbs passing through the ivc wall near the aorta. Approximately seven years three months post filter deployment, a lumbar spine x-ray demonstrated filter migration with two possibly detached limbs projecting cephalad and posteriorly seen on a previous CT scan. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient bilateral pe; contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter detached and filter limbs perforated, migrated and embedded. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced leg, back, stomach, spine, and chest pain. The current status of the patient is unknown.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two years six months post vena cava filter deployment for contraindication to anticoagulation, a CT scan demonstrated two filter limbs passing through the ivc wall near the aorta. Approximately seven years three months post filter deployment, a lumbar spine x-ray demonstrated filter migration with two possibly detached limbs projecting cephalad and posteriorly seen on a previous CT scan. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient bilateral pe; contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter detached and filter limbs perforated, migrated and embedded. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced leg, back, stomach, spine, and chest pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: patient underwent placement of an inferior vena cava (ivc) filter secondary to bilateral pulmonary emboli with contraindication to anticoagulation due to recent heavy gastrointestinal bleeding. Access was gained via the right common femoral vein with deployment below the level of the renal vein. Subsequent medical records depict frequent visits to the emergency room and physicians for chest discomfort, shortness of breath, abdominal pain, back pain, and leg pain, none of which were ever attributed to the filter. Approximately two and a half years post ivc filter deployment, a CT of the abdomen was performed for abdominal pain. The inferior vena cava filter was seen in place with two of the limbs passing through the medial wall of the inferior vena cava and one passing just behind the aorta, and one just anterior to the aorta. Approximately seven years three months, a lumbar spine x-ray demonstrated two of the ivc filter limbs projecting cephalad and posteriorly with possible detached filter limbs and indication of filter migration when compared to original filter placement. No indication from medical records provided that findings were ever followed-up on by patient. Approximately seven years five months post filter deployment, patient visit with neurosurgery visit for chronic cervical and shoulder pain referenced the radiologic finding of the filter and need to follow-up for evaluation; however, no follow-up records were provided. Approximately eight years ten months post filter deployment, a lumbar spine of the x-ray on demonstrated a stable ivc filter. Additional medical records indicate treatments and surgery for lumbar and cervical back problems, including epidural steroid injections. Investigation review: the device was not returned. No images of the vena cava filter were received. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins for history of pulmonary embolism and contraindication to anticoagulants due to a previous perfuse gastric bleeding ulcer. Approximately two years and six months after deployment, a CT scan allegedly demonstrated two filter limbs extending beyond the medial wall of the ivc. Approximately seven years and three months after deployment, a lumbar spine x-ray allegedly demonstrated two limbs projecting cephalad and posteriorly. It was noted that the limbs may be detached and that the filter migrated when compared to the original placement. Based on the medical record review, filter migration and limb perforation can be confirmed. The investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.